Manufacturer narrative:
Reported event: an event regarding disassociation (reported as dislocation) involving an all poly constrained liner was reported. The event was confirmed based on the x-ray provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the provided medical records were rejected for review by a clinical consultant, who indicated: provided x-ray confirms disassociation and dislocation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided medical records were reviewed by the clinician who indicated that "provided x-ray confirms disassociation and dislocation". The reported dislocation of the hip joint has occurred as a result of disassociation of the inner bearing from the trident all poly constrained cup which is a pre-assembled device sold as a single unit. While the event can be confirmed, the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, lot details and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. It is noted that it was reported that the patient sustained a fall prior to the event.

Event description:
Customer reported that the patient underwent revision of a trident all poly cup due to dislocation of the uhr head from within the cup. Patient had a fall prior to the dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer reported that the patient underwent revision of a trident all poly cup due to dislocation of the uhr head from within the cup. Patient had a fall prior to the dislocation.